Event description:
A mother was using the medicine dropper to give her daughter polyhistine dm, one-half teaspoon three times a day. She stated that she felt the one-half teaspoon dropper was mismarked and that she was giving her daughter too much medicine. She tested the dropper using a measuring teaspoon and the dropper filled the whole teaspoon. The rptr would like to have the dropper recalled.